Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue indicated as skin irritation with the use of the abbott diabetes care (adc) device was reported after an unknown length of wear. The customer described skin reaction described as ¿a small red bruise¿ and experienced pain at the adc device site. The customer presented to the local pharmacy and made contact with a healthcare professional (hcp) who prescribed the antibiotic: ¿gentalin, ¿as medication to treat the symptoms described due to the device issue. There was no report of death, serious injury, or mistreatment associated with this event.